Manufacturer narrative:
Block h6: device code a040501 captures the reportable event of stent calcified. Investigation analysis: upon receipt at our quality assurance laboratory, this contour ureteral stent underwent a thorough analysis. Visual analysis of the returned device revealed that the stent was calcified. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Based on the information available and analysis results, the reported event is an anticipated risk and is a potential complication that may be associated with the use of the device. A conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a contour ureteral stent was implanted in a patient after ureterorenoscopy was performed. Post procedure, it was found that the stent was encrusted after a short time. Stent was removed and was replaced with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Block h6: device code a040501 captures the reportable event of stent calcified.

Event description:
It was reported that a contour ureteral stent was implanted in a patient after ureterorenoscopy was performed. Post procedure, it was found that the stent was encrusted after a short time. Stent was removed and was replaced with another of the same device. There were no patient complications reported.